Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign objects inside the air/ water cylinder, air/ water tube, light guide lens and distal end. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the unspecified foreign objects inside the air/ water cylinder, air/ water tube, light guide lens and distal end occurred due to the foreign material may not have been removed because the subject device was not reprocessed properly due to leak at the forceps elevator, at up/down angulation control knob caused by damage, and at scope body caused by crack. The event can be detected by following the instructions for use which state: instructions for use states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Instructions for use states the preventive measures in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.